Manufacturer narrative:
Correction: the previous report stated that only the motor device was running intermittently. It was corrected to include the attachment device that was also running intermittently while in use with the motor device. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run with the hand control device. It was determined that this was due to a worn out thermistor, caused by repeated overheating of the motor of the device while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error.

Event description:
It was reported that the motor device had an intermittent operations. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that the attachment device and motor device were running intermittently when in use with a hand control device. It was further reported that the devices were not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.